Manufacturer narrative:
H10: internal complaint reference: case: (B)(4).

Event description:
It was reported that, during a shoulder arthroscopy, before inserting the footprint ultra into the patient's bone and when the suture was passed through the anchor, it split in half. Surgery was completed after a non-significant surgical delay; it is unknown if a back-up device was available. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.